Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. The customer was not able to pair the transmitter to the insulin pump. The auto mode was not active. The insulin pump will not be returned for analysis.